Manufacturer narrative:
Even after several requests no further information regarding this incident has been submitted. The cause could not be investigated. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Breakage of the femoral stem the cone.